Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device glass where connecting the fiber optic bundle was broken. The issue was found during the maintenance of the device. There were no reports of patient involvement.

Event description:
No additional information was provided by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to component failure of the lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.